Manufacturer narrative:
It was claimed that internal leakage test failed with message: 'pressure transducer difference higher than 5 cmh2o' during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. According to the information provided by the technician, the pressure transducer printed circuit board was identified as faulty and replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Review of device's logs since last successful pre-use check confirmed occurrence of internal leakage test and pressure transducer test failed. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause of the event has not been determined. The correction of fields device manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 03/15/2021, corrected manufacture date: 03/08/2021. Previous usage of device: unknown, corrected usage of device: reuse.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).